Event description:
Reference number (B)(4). Event occurred in united arab emirates. The patient mother reported that the patient experienced infusion set cannula was bent which occurred on (B)(6) 2024, which cause the patient blood glucose levels was elevated to 510 mg/dl, therefore patient had received treatment of insulin pen. The patient's mother also reported that patient was hospitalized on (B)(6) 2024 and went to emergency room and stayed in hospital for 24 hours and main reason for hospitalization was high blood glucose and diabetic keto acidosis as patient had ketone bodies. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6), patient country: united arab emirates. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.